Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as "set change at the unit". There were no report of hospitalization. The patient was reported to be "treated" but no specific medications were reported. It was reported that the patient had her "tube removed to give the patient a rest" while treating peritonitis. It was reported that the patient was due to return to pd therapy when new tube has been placed. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.